Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Event details: receive a complaint relating to the above medical device the complaint stated " we had an recent incident where epidural catheter was broken and retained in patient¿s paravertebral space. I want to know more about 1. Material of the catheter 2.is it absorbable in body 3. If yes, in how many months it will be absorbed if you can help me to get relevant articles, that will be useful to us. As nhs supply chain we initiated our escalation response around this complaint. This is the first complaint we have received linked to this particular product npc ftr2410 we have engaged with the supplier who is already directly liaising with the trust and we have requested information from the trust to the state of the patient. The supplier and ourselves are in contact with the trust who have raised the complaint. We have not had any previous issues raised against this product.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information